Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was not explanted and so it cannot be returned. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was not explanted and further reported that they don't know if it's going to be explanted. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 0.5 mg/ml at 0.80009 mg/day and bupivacaine 7.3 mg/ml at 11.6813 mg/day via an implantable pump for rheumatoid arthritis. It was reported that there was a motor pump stall and the pain "arised" again as no drug could be delivered to the cerebrospinal fluid (csf). Factors that contributed to the event was that the pump was filled with off label drugs (morphine and bupivacaine). Two small boluses were performed in order to reboot the pump, but neither of them were successful. Although the alarm was supposed to begin to beep the tuesday, (B)(6), as the pump stopped on that date, the patient claimed to begin to listen to it the evening of thursday (B)(6). It was reported that the patient went to the emergency room on (B)(6). There were no pump logs available to be provided to medtronic. As no sound was wanted to be heard, the pump was shut off today with the code given by european tech services team. It was reported that the medication was extracted and filled with physiological serum. Surgical interventions is planned and scheduled to replace the pump on (B)(6). At this time the manufacturer representative could not confirm of the pump was actually replaced on (B)(6) 2019 but will inquire to obtain the information. Treatment included drugs and hospitalization. The patient status at the time of the report was alive, no injury. No further complications were reported and/or anticipated.